Event description:
A report was received that the recently implanted patient had pus coming out of his incision site, along with neck swelling and a headache. The patient was given oral antibiotics.

Manufacturer narrative:
Additional information was received that the physician drained and cleaned the infection site. The physician does not believe the infection was device related and reported that the infection was clearing. A review of the manufacturing documentation for the ipg and paddle lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg and paddle lead found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-70 serial # (B)(4) description: artisan 2 x 8 paddle lead (lim), 70 cm.

Event description:
A report was received that the recently implanted patient had pus coming out of his incision site, along with neck swelling and a headache. The patient was given oral antibiotics.